Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp via manufacturer representative. It was reported that the cause of wires coming loose was unknown. Patient was reprogrammed around the high impedances. Potential replacement in future was mentioned for the resolution of loose wires and high impedances. Patient's weight was unknown at the time of the event. No further complications were reported/anticipated.

Manufacturer narrative:
Other applicable components are: product ID 39565-65 lot# serial# (B)(4) implanted: (B)(6)2014: product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer representative regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that the wires came loose inside of them and were shocking their insides about a year ago ((B)(6)). The patient was in the hospital for 3 days. It was reported that the health care professional (hcp) did not look inside at the wires but the hcp changed the programming so that the shocking would stop. Additional information was reported by a manufacturer representative on (B)(6) 2017. It was reported that impedance testing was performed and >10,000 ohms was found on pars 8-10 and 12-15. It was noted that 0-7 and 11 were within normal range. Per the caller they have been programming around the high impedances. The patient noticed that the ins was always showing as fully charged even if they were using the stimulation. It was noted that the patient charged for prolonged periods of time (all night) and the ins would always show fully charged. Coming into the session with the manufacturer representative on the day of the call, the patient was using some pairs that were >10,000 ohms. The current programming was set to c1: 4 anodes, 2 cathodes, 450 microseconds, 60 hertz, 3.9v, and 295 ohms; c2: 2 anodes, 1 cathode, 270 microseconds, 1.6v, 760 ohms with 24 hours 7 days a week use would give 6.5/5.5 days as the recharging frequency. The jolting and high impedances had been occurring since (B)(6) of 2016. No further complications were reported.